Manufacturer narrative:
(B)(4).

Event description:
The patient experienced seizures. There were also telemetry issues with his implantable neurostimulator. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report #3004209178-2011-03809.